Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 19. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2026, non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 19. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, fracture of the implant was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.